Manufacturer narrative:
The original 3 patient samples were submitted for investigation where the customer's ft3 iii results were reproduced. The additional 2 patient samples were not submitted for investigation. For these samples, the investigation did not identify a product problem.  The cause of the event could not be determined.  Upon further investigation of the original 3 patient samples, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling.

Manufacturer narrative:
The customer provided discrepant ft3 iii results for 2 additional patient samples tested between the customer's e801 module, the centaur method, an e411 analyzer used at the investigation site and an e801 module used at the investigation site. The e801 module serial number used at the investigation site was (B)(4). The ft3 iii reagent lot number used with the e801 module at the investigation site was 348359 with an expiration date of 31-oct-2019.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 3 patient samples tested for elecsys tsh (tsh), elecsys ft4 iii (ft4 iii), and elecsys ft3 iii (ft3 iii) on a cobas e 801 module. The 3 patient samples were submitted for investigation where discrepant results were identified for ft3 iii between the customer's e801 module and a cobas e 411 immunoassay analyzer used at the investigation site. It is not known if any incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The serial number for the customer's e801 module was not provided. The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used with the e411 analyzer was 314666 with an expiration date of 28-feb-2019.